Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The link detachment could appear similar to a suture break; therefore, the suture break was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code will be added for use of the 22fr sheath, per instructions for use, under indications for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Device code - improper or incorrect procedure or method, incorrect anatomy. The perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein using the preclose technique prior to a melody valve procedure. The arteriotomy was 6fr and during the melody valve procedure the sheath was upsized to 22fr. Reportedly, a suture break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The melody valve procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.